Event description:
It is reported that the tip of the screwdriver is broken. The breakage was discovered upon the return of the device.

Manufacturer narrative:
This report will be amended when our investigation is complete.